Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent was to be used to treat an obstruction in the common bile duct due to a mass in the head of the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, during the removal of the delivery system, the distal tip of the catheter was caught on the stent and could not be removed without pulling the stent out from the patient. The physician removed the stent and delivery system with forceps, and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.